Manufacturer narrative:
The reported events of noise and low pacing lead impedance were confirmed. A complete lead was returned in four pieces. Visual analysis found multiple external insulation abrasions distal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil consistent with friction to another device or feature of the patient anatomy. An external insulation abrasion was also found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil which is consistent with friction to the device can. The cause of the reported events was due to the abrasions found exposing the outer coil.

Event description:
A previously capped lead was explanted on an unknown date and returned without any additional information.

Event description:
It was reported that an asymptomatic patient presented in the clinic in (B)(6) 2017. Upon device interrogation, the right ventricular lead exhibited noise; review of ventricular noise reversion episodes showed pacing pauses. The lead also exhibited low impedances in bipolar configurations. The device was reprogrammed to fixed sensitivity; noise continued and worsened. The patient is dependent, so the physician elected lead revision. The lead was capped and replaced on (B)(6) 2017. The patient tolerated the procedure well and would continue to be monitored normally.